Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 240 mg/dl at the time of the event and reported a sensor glucose vs blood glucose reading mismatch. The customer reported hyperglycemia treated with manual injection. The event involved product mmt-7040c1. Troubleshooting was performed and found that the insulin delivery was suspended due to the sensor glucose vs blood glucose difference. The blood glucose value was 140 mg/dl and the sensor glucose value that triggered the suspend on low/suspend before low event was 62 mg/dl and the difference was greater then 30%. The low limit in sensor settings 75 mg/dl. No further patient complications were reported. It was unknown whether the customer will continue using the device. No product return is required for mmt-7040c1.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.